Event description:
The manufacturer received information alleging a trilogy evo ventilator was unable to fully power up and the device was alarming. There was no harm or injury reported. The device has not yet been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.